Event description:
41 year old male with medical history of congenital aortic valve incompetence due to prolapsed bicuspid aortic valve s/p aortic valve replacement freehand on 1/8/87 using 25mm aortic homograft required explant on 1/23/87 due to regurgitation and valve stenosis. Site related event to homograft.